Event description:
The hosp reported that during a coronary artery bypass graft surgery, five heartstring seals did not unfold once they were deployed in the aorta as a result the units would not seal. A replacement device was used to complete the case. No pt complications were reported.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.